Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon sutured the wound, the suture was broken, and some of the wounds were sutured and the suture was replaced and re-sewn the wound.